Event description:
It was reported tissue damage occurred. A left atrial appendage (laa) closure procedure was performed using a watchman fxd curve access system (was) and watchman flx laa closure device with delivery system (wds). During initial insertion of wds into the was sheath, something abnormal became visible on echo imaging. The physician pulled the wds out of the was sheath. Upon removal of the was sheath from the body, there was a large piece of tissue present clogging the sheath. No effusion was noted, and there were no changes in the patient hemodynamics. After making sure the patient remained stable, the procedure was completed, and the closure device was successfully deployed. There was no intervention required for the tissue damage, and the patient was discharged.